Manufacturer narrative:
(B)(4). Date of birth: (B)(6) 1937. Report source: (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device remains implanted, therefore no visual inspection can be performed. Device history record (DHR) was reviewed and no discrepancies were found. Medical records were provided and reviewed by a health care professional. The medical records identified: moderate pain, difficulty ambulating for periods of time greater than 30 minutes, mild medial joint line pain, dissatisfied with end results, and patient is anxious and depressed. A definitive root cause cannot be determined. Additional associated products and mdrs. 42538000801 partial tibial cemented size h left medial lot# 63419150 MDR: 0001825034-2021-01651. 42518200809 partial articular surface left medial size h 9 mm thickness lot# 63425060 MDR: 0001822565-2021-01465. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that primary left partial knee was performed. Subsequently at the 1 year clinical visit patient reports moderate pain, decline in adls, decline in ambulating and dissatisfied. Patient remains implanted.